Event description:
On six (6) separate occasions our nurse noticed that the catheters were difficult to insert into patient. She kept the six catheters and returned them to the manufacturer. Manufacturer replied in writing after inspecting and testing the catheters and found that with 3 of the 6 catheters the, "cannula tip rating...failed to meet manufacturing specifications." A copy of the letter from the manufacturer was sent to analyst of the FDA. Manufacturer response (as per reporter) for IV catheter, bd insyte autoguard shielded IV catheterbd medical has inspected the six returned catheters. Their findings have been shared with the FDA.